Event description:
Routine complaint investigation identified an incorrect calibration bar being incorrectly used in a meter after a customer called complaining of high readings. The incorrect calibration code, if used to perform an assay, could result in higher expected readings. These results under certain conditions, could have adverse clinical effects. No injury or medical intervention was reported. Customer support conducted calibration education with the consumer.